Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient product ID 37092, serial# unknown, product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain failed back syndrome other. It was reported that there was a poor communication screen on the patient programmer. Patient reported that they received the replacement patient programmer and they were still getting intermittent issues connecting to ins with the antenna plugged in. The patient reported having pain around ins.